Event description:
Description of event according to study: on (B)(6) 2017 subject was admitted to hospital. On (B)(6) 2017, subject was consented and cook günther-tulip¿ vena cava filter was placed on (B)(6) 2017. On (B)(6) 2017, subject had a dvt scan which showed some new clot and some chronic clot. He continued on anticoagulation medicine. Patient outcome: the event was reported as ongoing when the subject completed the study at his 1-month post retrieval visit on (B)(6) 2017. The pi considered this new dvt in the right femoral vein an expected event, possibly related to the ivc filter or index procedure.